Event description:
Manufacturer's representative reported pump replacement, due to implant duration > 6 years, and the pt reported return of symptoms. A reservoir volume discrepancy was noted at routine refill, "larger amount fluid aspirated than expected, csf expected". The pump was infusing hydromorphone, and bupivicaine. Final pt outcome was not reported. Additional info has been requested from the hcp regarding pt status. The explanted pump has been returned to the MFR for analysis. A follow up report will be sent when the device analysis is complete, or new info is rec'd.

Manufacturer narrative:
Upon review of reported info, the MFR concludes the reservoir volume discrepancy noted by hcp, is not csf, as reported. The device has been designed to have 2 accessible ports that function independently, and a large volume of csf aspirated through the resevoir port is highly improbable.